Manufacturer narrative:
No specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the relevant device history records and the raw material history files for batch 1030 and 1012 did neither indicate recorded quality problems nor rejections related to this incident. If any further info is becoming available, MFR immediately will inform FDA. If no further info is becoming available, MFR considers this file as closed.

Event description:
Internal report-number: (B)(4). Event took place in (B)(6) and has not been reported to national health authority. Tentative translation from users narrative: in total in our team with one pt 9 cannulas/needles bent or broke probably due to hard tissue or bone contact.